Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer failed to boot, however, system errors were noted in the error log. The programmer's software was reloaded and updated. It was also indicated that the programmer's hard drive health was at eighty-seven percent. The programmer's hard drive was replaced and reimaged as a preventative. It was also indicated that the power cord bay was broken and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer experienced an error and failed to boot up. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.